Event description:
It was reported that the facility has a patient who's linx has broken which was confirmed by x-ray. Device has not been explanted. No further information was provided to the sales rep at the time of reporting.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2024. B3: unknown; captured as awareness date. D6a: exact date is unknown. Assumed first month of the year and first day of the month. A manufacturing record evaluation was performed for the finished device lot number 10039, and no non-conformances were identified. The device is affected by 2018 linx recall product bounding. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the image demonstrates a discontinuous linx device." The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2024 additional information received: the information for the implanted device is lxmc14 10039 (B)(6). She also provided a copy of the imaging which is being attached to the file. I requested the patient history and other details regarding the discontinuous device and will update the file upon receipt. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2024. Additional event information: received information from patient that she and her surgeon decided to leave the discontinuous device in place for now. She is not experiencing return of symptoms and so they decided to monitor for one year and ensure the device remains in position and there are no changes in symptomatology.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2025. Additional information received: spoke with (B)(6) in surgeon¿s office who indicated explant procedure has not yet been scheduled as they are still awaiting approval from insurance. She will keep me posted.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2025. Additional information: patient¿s explant has been scheduled for (B)(6) 2025.

Manufacturer narrative:
(B)(4) date sent: 9/17/2025. Additional information received: the explant procedure took place.